Event description:
The customer reported that the v60 ventilator went to ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported that there was no patient involvement.